Event description:
Reference number (B)(4) event occurred in the united states it was reported that the patient faced an event of kinked cannula with one infusion set. Patient noticed the symptoms within 3 hours of insertion in the abdomen. Patient confirmed to regularly rotate the site location. Patient's blood glucose due to the issue was 424 mg/dl. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.